Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was implanting the lead for the first time and after lead placement was done twice, the lead tip dropped out after removing the sheath each time. It was noted the physician was unfamiliar with the handling of the lead and the lead was explanted and replaced. No patient complications have been reported as a result of this event.